Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an x-ray was performed and noted that the lv lead had dislodged and was oversensing atrial activity. The patient was not pacemaker dependent, however experienced shortness of breath (sob). Lv pacing was programmed off and the patient was scheduled for further evaluation with an electrophysiologist.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a decreased pacing percent from 100 to 75 percent. Further review of stored device memory noted farfield oversensing of atrial events on the lv channel. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.